Manufacturer narrative:
(B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that during an unspecified surgical procedure, it was discovered that the battery reamer/drill device was not holding on to the hand-piece. There was a ten minute delay to the planned surgical procedure. A spare identical device was available for use. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation, it was observed that the device made a grinding noise and failed cannulation. The assignable root cause was due to component wear. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
Additional narrative: correction: the brand name was incorrectly documented as autolube on the initial report. It has been updated as battery reamer/drill to reflect the correct information. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.